Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing "insecurity" in the knee and during revision surgery it was discovered that the locking screw was broken.

Manufacturer narrative:
No device or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. This device is used for treatment. No lot number for the instrument was provided and a product complaint history search could not be undertaken. The lcck surgical technique states that the articular surface must be completely seated in the tibial tray prior to torquing the screw. The screw is not intended to pull the articular surface down into the tibial plate. Additionally, the user is cautioned to not over- or under-torque the locking screw. Under tightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively. Further, the surgical technique instructs to use the deflection beam torque wrench in combination with the 4.5mm hex driver bit and to apply 95 in. Lbs. Of torque with the wrench to assure the screw is properly tightened. A definitive root cause cannot be determined with the information provided.